Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy procedure. The cartridge was loaded and it seem to be loose. It wasn't loading on to device correctly. They tried a black and green reload with the same results. Another device was pulled and the same cartridges were loaded as expected. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with no cartridge reload loaded on the device. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.